Event description:
The customer reported that they received erroneous results for one patient sample tested for thyrotropin (tsh) and free thyroxine (ft4). The sample initially resulted as 0.02 uiu/ml for tsh and 0.0 ng/dl for ft4. The initial results were reported outside of the laboratory and were questioned by physicians. The sample was repeated on (B)(6) 2015 and resulted as 0.36 uiu/ml for tsh and 1.6 ng/dl for ft4. The repeat results were also reported outside of the laboratory. A new sample was also collected from the patient and tested on (B)(6) 2015. The results from the new sample were comparable to previous measurements and the repeated run of the original sample. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The tsh reagent lot number was 183222, with an expiration date of 09/29/2015. The ft4 reagent lot number was 181732, with an expiration date of 01/30/2016. It was noted that there were several error messages indicating that there were sample pipetting issues, but it is assumed that the messages were not generated for the affected patient sample. The analyzer was checked and no root cause could be identified. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A reagent issue could not be identified. The most likely cause is a sample pipetting error.

Manufacturer narrative:
This event occurred in (B)(6).